Event description:
Reporter alleged the customer received a discrepant blood glucose result of 590 mg/dl, took 2.5 units of novolog, and then received another result of 100 mg/dl on the aviva system when testing was performed within 10 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.